Event description:
It was reported the patient experienced cramping and pain in her left buttock and thigh when the drg system is on and pain stops when system is off. During reprogramming the lead contacts displayed high impedances. The patient underwent surgical intervention on (B)(6) 2019 where the distal end of the lead broke in the subdermal tissue and the procedure was completed with the new lead restoring therapy.